Event description:
It was reported that the patient stated her device was "sticking me." The patient was experiencing pain in her back and though the wires had moved. The patient reported no one had followed up with her. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 7439, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer. Patient product ID: 3487a-33, lot# v003835, implanted: (B)(6) 2006, product type: lead. Product ID: 3487a-33, lot# v003835, implanted: (B)(6) 2006, product type: lead. (B)(4).